Event description:
On (B)(6) 2014, it was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the system was not able to recognize the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned on (B)(4) 2014 and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. No trouble was found. The instrument was checked for recognition on an in house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Failure analysis investigation found the following: the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .064 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Also, the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Also, the instrument's pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the bent damage, mechanical indentation, and burr damage was due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint and bent tips found during fa does not in itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.